Event description:
It was reported that episodes of non-sustained right ventricular over-sensing due to a suspected ventricular lead noise were noted on a remote transmission. Programming change was made at this time. The patient was asymptomatic.